Manufacturer narrative:
Reported event was confirmed through xray evaluation which noted linear lucency along the medial acetabulum, bone resorption of the greater trochanter, and protrusio of the acetabular component. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a revision due to protrusion approximately one month post previous implantation. During the revision, head, cup and screws were explanted and replaced. Attempts have been made and no further information has been made available.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to unknown reasons. Attempts have been made and no further information has been made available.